Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience alpine everolimus eluting coronary stent system, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, 90% stenosed, de novo, mid left anterior descending (lad) artery, after pre-dilatation, the 3.0 x 23 mm xience alpine was implanted. Post-dilatation was performed and a distal stent edge dissection was noted. A xience prime stent was used as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.